Event description:
The initial reporter stated that the pump was "not moving when attempting to run". They stated that they reset the pump several times but were unable to solve the problem. They did not specify if the pump was alarming. Mmd did follow up with the initial reporter, who stated that they had no further information about the complaint. They also reported at that time that the patient had died. They stated that they did not believe it was related to the pump in any way, but to the patients condition. Complaint (B)(4).

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.